Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the cartridge disengaged into the pt's cavity. The surgoen was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.